Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Although a temporal relationship exists between the liberty cycler and the liberty cycler set and the reported adverse event of abdominal pain, nausea, vomiting, diarrhea and peritonitis, there is no documentation or evidence indicating a causal relationship between the liberty cycler and/or liberty cycler set, and the adverse event. Additionally, there is no allegation or indication any fresenius device malfunctioned, caused or contributed to the adverse event. Repeat peritonitis is an episode that occurs more than 4 weeks after completion of therapy of a prior episode with the same organism.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on an unrelated event revealed the patient was hospitalized from (B)(6) 2017 for a urinary tract infection (uti) and peritonitis and again from (B)(6) 2018 for abdominal pain, nausea, diarrhea and subsequent peritonitis. A peritoneal effluent fluid culture was obtained on (B)(6) 2017 and the results were positive for (B)(6) (result date unknown). A peritoneal effluent cell count was performed and showed results consistent with peritonitis (exact cell count unknown). The patient was started on intraperitoneal (ip) vancomycin 1,000 ¿ 1,250 mg, twice weekly for 6 hour dwells. Prior to the hospitalization the patient had been prescribed a 5 day course of cephalexin (route and dosage unknown) for the uti. Follow-up cultures during the hospitalization revealed (B)(6) (values unknown), and based on the sensitivity data the cephalexin was discontinued and the patient was started on doxycycline (route and dosage unknown) for 2 weeks. The patient was discharged on (B)(6) 2017. The patient¿s hospitalization on (B)(6) 2018 was for abdominal pain, nausea, diarrhea and the subsequent diagnosis of peritonitis. Peritoneal effluent fluid cultures collected on (B)(6) 2018 were positive for (B)(6). The peritoneal effluent cell count showed a white blood cell (wbc) count of 5,194 /ul with 69% neutrophils. Nephrology was consulted on (B)(6) 2018. The records indicate the treatment plan included removing the pd catheter for concerns of colonization and biofilm, causing recurrent (B)(6) infections. On (B)(6) 2018 the pd catheter was removed. A right intra-jugular ¿permcath¿ (dialysis catheter, not a fresenius product) was placed without complication and the patient was transitioned to hemodialysis (hd). The patient was discharged home and is currently still receiving outpatient hd.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.